Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16jun2020.

Event description:
The customer reported a muffled sound when attempting the air flow accuracy testing. There was no patient involvement.

Manufacturer narrative:
G4: 15sep2020. B4: 17sep2020. While performing preventative maintenance, the customer evaluated the device and confirmed the reported problem. The customer performed pvt (performance verification testing) and the reported problem was resolved. No parts were replaced. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.